Manufacturer narrative:
Batch review performed on 09 december 2019: lot 1810451: (B)(4) items manufactured and released on 21-mar-2019. Expiration date: 05-mar-2024. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in complaining of pain caused by a loose tibial tray 5 months after . The patient was valgus physically and was hyperextended. The surgeon revised the insert and tibial tray and the surgery was completed successfully.